Manufacturer narrative:
Information not provided. Information not provided. Consumer experienced lost fillings.

Event description:
Consumer called stating that he lost five fillings from the vibration of the diamondclean power toothbrush.

Manufacturer narrative:
Additional accessories analyzed with no malfunctions or abnormalities found: part number: date code: description: hx90xx 171126 41m g3 premium gum care standard brush head; hx90xx 171025 42m c3 premium plaque control brush head; cba1001 3-170918 diamondclean smart charger base. The root cause of the customer's complaint could not be determined.